Manufacturer narrative:
(B)(4). Manufactured over the dates 06/05/13 ¿ 06/06/13. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion of fluorouracil. The reporter stated that approximately half of the drug remained at the end of infusion. There was patient involvement, but no report of patient injury or medical intervention. No additional information is available.